Event description:
It was reported that the colonovideoscope tested positive twice for an unexpected contamination. The issue was found during a routine culture of the scope during reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.